Manufacturer narrative:
Concomitant medical products: product ID: 37083, lot# unknown, product type: extension. Product ID: 37083, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported a broken tunneling system. The plastic part of the tunneling tool broke while tunneling. Another tunneling tool was used to resolve the issue. The issue was resolved and no surgical intervention occurred or was planned.